Manufacturer narrative:
Recall: 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent a surgical intervention on (B)(6) 2018 to explant and replace their ipg. Reportedly, patient had not charged their ipg in over a month. Therapy was restored post-operatively.